Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification: (B)(4). The pal evaluated the device. Accuracy confirmation test was performed and device failed. An external/internal inspection was performed and deteriorated piston foam was revealed. The assignable cause of therapy monitored volume failed performance specification was determined to be deteriorated piston foam. Piston foam will be scrapped. Device was sent to servicing.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 829.1 ml, drain 1 828.9 ml, fill 2 828.7 ml, drain 2 0.2 ml with system error (se) 2070 waiting for drain 2 to start. Per (B)(4) fill/drain 1 or 2 volume outside range (B)(4) is a reportable malfunction. Rite test failure, no patient involved. After review of the (B)(4), the customer discontinued use of the device due to: drop out.